Manufacturer narrative:
The device sample has been received for evaluation; however, the investigation was not complete at the time of this report.

Event description:
The complaint is reported as: the customer alleges that the suction port on the isis endotracheal tube detached during use. As a result the device had to be replaced. There was no reported harm to the patient.